Manufacturer narrative:
Device evaluation results: the pump was inoperable due to a damaged pusher block. The pusher block was replaced. The device met all performance specifications after replacement of the damaged part.

Event description:
Reportedly, the device infused too long. It is not known whether it was being used on a patient.